Event description:
Femostop check prior to placement. The bulb inflated and pressure maintained. The femostop was placed on patient by doctor and inflated to 140 mmhg. Within less than a minute, the bulb lost its inflation and became flat. Pressure at 0 mmhg. Attempted to inflate multiple times and could audibly hear the air coming back out. Was able to inflate to 50 mmhg and clamp off tubing to keep bulb inflated. After femostop removal, three hours later, the patient did develop a hematoma on the medial aspect on the groin/labia. Resolved with manual pressure and application of a new femostop.